Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported delayed keypad response and automatic output which was reproduced during evaluation by troubleshooting of the device. Evaluation found the reported symptom to be caused by a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced that the keypad had a delayed /slow response or intermittent output. It was also reported that the keypad had an incorrect output with some of the keys moving in different directions. There was no patient involvement and the symptoms were found during testing. No additional information is available.